Event description:
A customer contacted corporate product surveillance to report that a home patient (hp) noticed a leak in the transfer set during therapy, while connected to the homechoice (hc) cycler. The hp was given prophylactic antibiotic (vanco) as a preventative measure and was doing fine. During a follow up with the nurse, it was revealed that the hp had found the bed wet upon walking-up from sleep, and that the transfer was found leaking during therapy. Per nurse, the leak was noticed between the blue part on top (with threading) and the white part of the transfer set. Per nurse, hp's transfer set was replaced the same day, and hp was prescribed prophylactic antibiotics. The nurse confirmed that the hp did not have any injury or harm as a result of this incident. The nurse did not know the cause of the leak. The nurse did not know the lot number. Per hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted when the sample is received and evaluated.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed lab white cap on dark blue connector for pressure test with no leaks noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. This complaint for a leak was not confirmed in the lab. A root cause was not identified. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.